Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 0. There was no reported adverse impact to customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided necessary pump reset information. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump with instructions to call back if issues reoccur.